Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who agreed to return the malfunctioning pump to tandem within 10 days to avoid charges. The customer was also instructed on using storage mode and preparing the replacement pump, which they understood and acknowledged. Customer reverted to an alternative method of insulin therapy.